Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
This product was not returned to boston scientific as it remains in service. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the "known inherent risk of device" investigation conclusion code was selected.

Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). No adverse patient effects were reported. This lv lead remains in service.